Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is being retained by the hospital but will be released for analysis at a later date. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a 3.5x8 nc trek rx dilatation catheter, the protective sheath could not be removed. The device was not used and there was no patient involvement. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.